Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 device would not activate and the extension cable would not disconnect from the device. A bridge was used to complete the procedure.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).